Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) the dentist reported the loss of the dental implant after it was installed in intraoral region #29. 35 ncm of primary stability was and the patient presented bone type ii.